Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was repaired localy by the mu according to the process in the technical manual. The spart part was returned to our laboratory for analysis. Upon reception, the piece was submitted to a visual check and tested in an agilia sp tester. The tests performed were compliant, no error 01 triggered. The reported event could not be reproduced and was not confirmed by our laboratory. To our knowledge no patient consequences have been reported. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "error 01 after device start up of infusion. On device was [diagnosed as a] faulty optical sensor. Sensor was changed to new one. After repair device funcional and safe. Quality control performed according to manufactuer instruction (technical manual)." Error 01 is defined by the technical manual as an error rotation issue. Reporting due to the referenced issue; no patient harm was communicated. More information is needed to complete the investigation.